Manufacturer narrative:
A technician visited the user facility and repaired the subject device while on-site. The patient board set (circuit boards) were replaced, the device was extremely dusty on the inside and was cleaned. The device was tested according to specifications and found to be functioning as intended. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that while preparing the subject device for use, there was no image displayed with endoscopes, and artifacts would appear when the socket was wiggled. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation. A definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.